Event description:
The device was applied during an esphogastrectomy procedure. The instrument would not open. The surgeon manually manipulated the device open without pt incident. Expiration date 2/28/2000.

Manufacturer narrative:
11/21/96-supplemental report #1 submitted FDA. Additional data entered in d9. Device eval indicated and codes entered in h3 and h6.